Event description:
The company was made aware of the pt's device failure. External equipment was exchanged. The pt's device was explanted and the pt was implanted with another advanced bionics cochlear implant.